Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, a patient, who presented with dyspnea, chest pain, and heart failure underwent a viv approximately 4 years and 2 months post tavr due to stenosis of a previous 23 mm sapien 3 ultra valve in the aortic position. The successful viv was performed with 20 mm sapien 3 ultra resilia valve plus 2 with 20 mm true post dilation. The patient is stable and no complaints from the physician.